Event description:
Per medwatch mw5106724: spontaneous. Call from patient stating both pumps showing no disposable pump won't run error. Advised patient most likely cassette is the issue. Patient tried different cassette and pump error's went away and patient successfully continued the infusion. Patient was advised to keep the cassette in case manufacturer would like to investigate patient could not locate lot number. No other information known. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassettes? No; pt has backup cassettes. Did the pt have additional cassettes they were able to switch to? Yes: if yes. Was the pt able to successfully continue their infusion? Yes: is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported by pt/caregiver. Additional information received via email and attached by smiths/ICU medical on 23-feb-2022: date of event unknown per report. Patient information provided; complaint updated. Lot number per report the patient is unable to locate. Part number is unknown or not provided. Cvs does not provide the event history log for the pump. Further information received via email and attached by smiths/ICU on 01-mar-2022: the cassette is not available for return as the patient no longer has it in their possession.